Event description:
Customer reported differences between sensor glucose and blood glucose readings. The current blood glucose was 42mg/dl and sensor glucose was 105mg/dl. The blood glucose reading was 45mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.